Event description:
It was reported that during a procedure, the fiber stopped working and an error code occurred. A second fiber was opened and the same issue occurred. A third fiber was opened to complete the procedure with no patient complications. The first fiber used was returned for analysis and it was identified that the glass cap was detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass cap was detached and was not returned with the device; therefore, the reported event was confirmed. It is probable that the fiber experienced inadvertent tissue contact that contributed to heat accumulation, leading to the glass cap detachment. According to the instructions for use (IFU), if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Based on analysis results, the interaction between the user and device caused or contributed to the identified glass cap detachment.